Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from a pd product connector during fill 1 of pd treatment. The patient received a draining slowly alarm seven times during drain 0 and was requesting assistance with bypassing into fill 1. The leak began during fill 1 of treatment from a connector, however, the patient did not identify which of the pd products connector/connection was leaking. The patient did indicate that he was using the same solution bags from the previous night¿s treatment but switched out the pd cycler set. There was no fluid leak observed within the cycler. The patient was advised to retain the pd products to return for physical evaluation. Patient was advised to resetup supplies and notify the peritoneal dialysis registered nurse (pdrn). Multiple attempts were made to contact the patient, however, no response was received. Upon follow up with the pdrn it was reported that she was unaware of the reported event. She indicated the patient is very difficult to get a hold of and he does not return calls. She confirmed seeing the patient on (B)(6) 2020 and he had not developed any symptoms, adverse events, injuries, or require medical intervention since the date of the reported event. The patient did not complete treatment on the date of the event but has completed treatment since then. The pdrn is unsure if the cycler set used by the patient was available to return for physical evaluation by the manufacturer.